Manufacturer narrative:
Fowler, gas spring trip, rue ring cotter pin.

Event description:
It was reported by service report that the fowler was stuck in a raised position and does not go down. No pt involvement or adverse consequences are reported.